Manufacturer narrative:
Additional info: h6. (No problem found) the evaluation did not reveal any issues relevant to the reported event, "ar-8330h shaver handpiece started having intermittent issues working during the case, and they had to replace and reboot the unit as well. No adverse effects other than a small-time delay intraoperatively."

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-8330h shaver handpiece started having intermittent issues working during the case and they had to replace and reboot the unit as well. No adverse effects other than a small-time delay intraoperatively. This occurred during use in an unspecified procedure with no patient harm. Additional information has been requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.